Event description:
On 12/5/2023, infutroinix received a report that a pump was leaking and the tubing was disconnected from the pump. There was a delay in treatment. No other details provided. Patient involved but not harmed. Device will not be returned by they did send pictures showing showing that the tubing is breaking off near the pump on the medication side.

Manufacturer narrative:
The affected administration set was not returned for evaluation. An image provided by the end user showed medication leakage. The reported issue was confirmed.